Event description:
Per the clinic, the patient underwent a device repositioning surgery on (B)(6) 2022 (date not reported).

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022.